Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dehiscence and a wound infection to the right side of her scalp at the incision site. The patient was hospitalized and administered medication. The patient underwent a revision procedure and is doing well post-operatively. The devices were discarded and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Batch: 7079016. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial:(B)(6). Batch: 7111777.